Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep said she had connected to the neurostimulator earlier, but now she can't find the device to reconnect. Rep said she tried using the cable in a bag as well to place over the neurostimulator. Technical services(ts) had rep reset the tablet and mov e the or light, however rep still can't find the implant to connect. Ts helped rep clear cache and that still didn't help. Rep said someone helped her refresh something in the past and that helped. Rep opted to call her colleague that knows how to "refresh" something.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of not being able to get the device to connect was because of emi. Rep moved away from other electrical devices in operating room. Used second tablet (not reps tablet, account's tablet)